Event description:
It was reported that continuous glucose monitor displayed error message during use with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return, and successfully started new sensor session.